Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of extension sets with 0.2um filter had air bubbles in the filter during priming with sodium chloride solution. The reporter stated that they thought the source of the issue was the ¿plug¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Eighteen (18) samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing and underwater leak testing were performed with no issues noted. The samples were found to operate per specification. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.